Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "recheck the rotational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed; 2.15mm and larger burrs 140,000 up to 160,000 rpm.¿ (B)(4).

Event description:
It was reported that the burr became stuck in lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 2.15mm rotalink¿ plus was selected to be used. Ablations were performed 180,000 rpm for 20 to 25 seconds each with the burr moving back and forth constantly. After the second ablation, a space in the lesion was noted and the burr became stuck on the space of the lesion. The outer sheath was removed and retrieval was successfully performed using a non bsc catheter without any patient injury. No further patient complications reported.